Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t hey are charging their ins 3-4 times per day since (B)(6) 2018. It was reported that they used to charge their ins once a month. No traumas/events or programming changes were reported. It was reported that the patient had not increased the parameters and they charge their ins to 100% full. Patient was redirected to their health care professional to check the ins and leads. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was programmed with ld to resolve the issue about the ins depleting faster and recharging more frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was complaining of additional charging intervals. They stated that they used to be able to go three to four days between recharges, however, they were now charging twice a day. It was indicated that low density programming was being used. No factors were known to have contributed to the issue. It was reported that that the rep had an appointment with the patient scheduled for (B)(6). The patient was asked to note charging between now and their appointment time. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if surgical intervention would be planned. The rep indicated that they would follow-up for more information. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.